Event description:
Related manufacturer reference number: 2017865-2023-24296. It was reported that the patient presented in clinic due discomfort. Device interrogation revealed extra cardiac stimulation due to a dislodgement confirmed via x-ray on the atrial (ra) lead it was also noted that the pacemaker was rotated. The physician elected to explant and replace the ra lead. The patient was in stable condition.